Event description:
It was reported that pump displayed ongoing intermittent occlusion alarms over several weeks. Customer experienced elevated blood glucose around 400 mg/dl with ketones that were not identified as dangerous, resulting in a visit to the emergency room on (B)(6) 2025. Customer was subsequently hospitalized in the intensive care unit and was treated with oral magnesium and intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage. Due to the ongoing nature of occlusion alarms, the customer reverted to an alternate method of insulin therapy.